Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 599 mg/dl and 116 mg/dl on the advantage system. Reporter indicated that pt did not take any action based on these results. No adverse event was reported. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.